Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 11th january 2018. Upon receipt, the +ve terminal pogo pin was found to have failed. Disassembly of the pogo pin revealed that its spring had failed, which had prevented the pin from springing back fully into position. The failed pogo pin spring had resulted in an intermittent connection from the device to the pad-pak. This had caused voltage fluctuations throughout the device memory and multiple failed self-tests due to a low battery. The user would have been alerted with ¿warning, low battery¿ prompts alongside a flashing red status indicator, as per the reported fault. The fault could not be replicated with a new +ve terminal pogo pin. This would confirm a failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be retained and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. When the customer's AED was turned on, it was announced low battery and the lamp was red.